Event description:
It was reported that the patient had the implant put in 2010. The device wasn't successful. The trial lead in the right side worked great but then the implanted lead on the left side did not work. The patient had a lead placed 3 different times and he was up 7 different times. The patient had it put in (B)(6) and they put the lead in the left side and it did not help. They put it in the right side two years later and the doctor asked him if he wanted to have it taken out. The patient told the doctor he wanted all of it removed, but the doctor left in a piece of the lead. The patient had lost 50 pounds recently and his knee was swollen like a football. When the patient went for an MRI, they would not MRI it to see if there was an infection. They had done a CT scan, x-ray and other procedures to see if there was an infection. In (B)(6) 2011, the patient met with a representative and had back trouble at the time and he told the doctor that.

Manufacturer narrative:
Product ID: 3023, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified previously reported information. The following information pertains to the system reported under this manufacturer report number. Please refer to manufacturer report # 3007566237-2013-03503 for the patient's other system. Some of the reported information was unclear in indicating which system it pertained to, so that information was captured in both reports. It was reported that the patient had the implant put in (B)(6) 2010. The device wasn't successful. The trial lead in the right side worked great but then the implanted lead on the left side did not work. The patient had a lead placed 3 different times and he was up 7 different times. The patient had it put in (B)(6) and they put the lead in the left side and it did not help. In (B)(6) 2012 a stage 1 lead was implanted on the patient's right side (referenced report) since the left sided stimulation did not appear to be helping. On (B)(6) 2012 it was determined that the patient's symptoms were not being helped, so everything was removed, with the exception of the 4 "ghost" electrodes, as it was described by the doctor. It was stated the doctor was able to remove the inner wiring of the lead and almost the entire lead with the exception of the "shell" of the four most distal electrodes. It was stated that the doctor reportedly felt that if they tried to remove the entire lead it may have caused nerve damage, so the small piece was left it. It was also felt that the left side was not responsive so that was not an option for further lead implant. The patient had lost 50 pounds recently and his knee was swollen like a football. When the patient went for an MRI they would not MRI it to see if there was an infection. They had done a CT scan, x-ray and other procedures to see if there was an infection. In (B)(6) 2011 the patient met with a representative and had back trouble at the time and he told the doctor that. A second follow up report will be sent if additional information is received.